Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive and would not power on despite placement on a charging pad that displayed a green status light and attempts to wake the device with a prolonged button press, consistent with a device power failure and potential user interface or display nonresponse. Symptoms included no physiological effects. Outcomes included interruption of automated insulin delivery with a temporary reversion to manual injections and no reported alarms. Investigation included customer troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. The device powered on when placed on a charge pad. Review of the engineering logs showed that the ilet was shut down at one point, powered back on, then shut down again later. All these shut down events showed the appropriate input sequences for a user-initiated shut down. No fault was found with the device.